Event description:
Consumer stated receiving 3rd degree burns from the heating pad. The burns were located on her back, and states receiving burns through cloth covering. The consumer had not sought medical attention for her injuries as of the date of this report. Burns of this nature are often caused from the consumer laying or leaning against the heating pad which is contrary to proper use instructions.